Manufacturer narrative:
The insulin pump had no button error alarm. The device received with intermittent button response due to moisture damage keypad trace. Missing end cap sticker, cracked display window corners. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.